Event description:
It was reported that an ilet user experienced hyperglycemia, with device and fingerstick glucose readings in the 300s mg/dl after a burrito and caramel popcorn meal, while using continuous glucose monitoring and infusion tubing that produced drops on priming, and the user had changed consumables earlier that day but had no additional supplies for replacement. Symptoms included elevated blood glucose without reported adverse clinical manifestations. Outcomes included the need for user troubleshooting and follow-up, with glucose trending down during support calls. Investigation included technical troubleshooting by customer support to assess infusion delivery and reconnection of tubing, as well as review of use conditions. Investigation of this case revealed no confirmed device malfunction and a glucose decrease after intervention. It was concluded that the cause of the hyperglycemia was unclear, and no device failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.